Event description:
It was reported that patient is experiencing heating sensation at the pocket site only while charging the battery. As such surgical intervention is anticipated to address the issue at a later time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.